Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 161 mg/dl, 81 mg/dl, and 57 mg/dl. The customer felt unwell with these results, and drank juice and took glucose. No adverse event related to the device was reported. Requested return of suspect device however the test cassette was not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.